Event description:
It was reported by the sales rep that during a laparoscopic gastric bypass procedure, clips were not formed correctly and scissoring on the bleeders along the stomach. This happened with all three devices that were from the same lot number and box. Case completed with another device of a different product code. There were no patient consequences reported. Three devices will be returned.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed, and formed two clips as intended and it ejected sixteen clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.